Event description:
The customer reported that they noticed a discrepancy in the removed volume during a red blood cell exchange procedure. They stated that they were not removing the amount of blood that was stated on the machine's screen. The customer stated that she had already exchanged 1000mls, but the bag didn't have the correct amount removed. The customer checked the set loading, the pumps, and looked for occlusions, then called the doctor. Per the physician's order, the operator ended the procedure. Another cbc was drawn and a second procedure was started and completed successfully, achieving the end hematocrit ordered by the doctor. The patient did well on the second procedure and is in stable condition. Patient identifier and age are not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which anevent occurred, but the type of reportable event was not indicated appropriately.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: the disposable set was returned for root cause investigation. Based on the analysis of the returned set it is possible that a partial occlusion was present in the tubing set,possibly created by blood clots. If an occlusion existed, it is possible that the customer changed to manual mode and changed the pump rates, which resulted in an imbalance.

Event description:
The customer declined to provide the patient identifier. No medical intervention was needed for this event.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. The 4l rbc waste bag contained the same amount of blood as pictured in a photograph submitted by the customer. A small kink was observed on the inlet tubing at the top of the channel bond socket. The blood from the bag did not flow freely into the channel. An obstruction was observed at the 3 lumen manifold on the rbc collection tubing. Pressure was applied to the obstruction towards the channel. The obstruction broke free and allowed blood to flow freely between the channel and rbc waste bag. Several small clots were observed in the rbc collect tubing below the 3 lumen manifold. Investigation is in process. A follow-up report will be provided.